Event description:
At the end of surgery, when transferring patient from the spine (B)(6) table (patient is prone) to the gurney (to supine position), these bases break where the base attaches to the spine frame.

Manufacturer narrative:
The product meets all current requirement and specifications. The failure of the hip pad bases is possible when not installed or removed properly.

Event description:
At the end of surgery, when transferring patient from the spine jackson table (patient is prone) to the gurney (to supine position), these bases break where the base attaches to the spine frame.